Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for investigation. A visual inspection was conducted. Signs of clinical use were observed. The heater wire bent and detached at the base of the jaws. The broken heater wire was not returned with the device. This nonconformance was not reported by the account. An electrical evaluation was conducted with a reference cable, adapter and reference power supply (B)(4) at level 3.0. The device activated, the powersupply emitted and intermittent tone signaling the application of energy to the hemopro 2 jaws the device history record (DHR) was reviewed. The records show the device lot conformed to all applicable specifications. The device was returned in a condition precluding proper evaluation of the device. Based on the condition of the device as returned the reported failure was unable to be confirmed, however it was confirmed for bent/break heater wire. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. The device was plugged in properly and would not activate. A new vh 4000 was opened and worked as expected. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 11:44 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. The hospital did not report any patient effects.